Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Summary: it was reported pull off - suture needle. One picture was provided for evaluation. Upon visual inspection of the picture, one open box of product could be observed. However, no conclusion could be reach as the complaint sample was not noted. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2020-05701.

Event description:
It was reported that the patient underwent a c-section in 2020 and the suture was used. It was reported that event occurred with the needle popping of at the swage. No further information is available.